Event description:
A malfunction was reported on the pump, and there were no notable events prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in performing the reset. The malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to contact support again if the issue reappeared, which they understood and acknowledged.